Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other product: 383059 crdm non-defib lead implanted: 2006 (B)(6); 0067 competitor crdm defib lead implanted 2001 (B)(6); fr995-27 tissue valve implanted 2001 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient alert was triggered. Upon interrogation, there was high impedance and a lead fracture was suspected. There was also some oversensing and possible t-wave oversensing (twos). The lead will be explanted and replaced. No patient complications have been reported as a result of this event.